Manufacturer narrative:
Batch review performed on 04 june 2021: lot 2006591: (B)(4) items manufactured and released on 29-oct-2020. Expiration date: 2025-10-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional device involved: reverse shoulder system 04.01.0169 glenosphere 36xø24.5 (k170452) lot. 2003864a: (B)(4) items manufactured and released on 22-12-2020. Expiration date: 2025-10-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 2 similar reported event.

Event description:
1 month after the primary surgery the patient came in due to a dislocation of the liner for the glenosphere. The cause of the dislocation is unknown. The surgeon revised the liner.